Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at follow up with high atrial threshold. It was also reported that the patient had a high percent of atrial pacing. The right atrial (ra) lead was removed and replaced. No patient complications have been reported as a result of this event.